Event description:
Revision surgery due to loosening with change of the bicon-plus cup sz. 6, insert and ceramic ball head delta to allofit cup (zimmer) and bioball head and adapter (merete) . Nanos stem was left unchanged. Patient had to undergo a further revision surgery in 2019 due to breakage of the nanos stem (c-0283781).

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the part number provided is not registered in the us market, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.